Event description:
Received information the patient was experiencing a loss of therapeutic effect. Patient had a revision in the past, but was told by the physician he had too much scar tissue. Patient only feels stimulation on the right side. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).